Event description:
A report was received that the patient was experiencing pocket pain. It was also reported that the anatomical placement of the ipg was the suspected cause of ipg site pain. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was adjusted so it would sit flatter in the pocket to align with the charger properly. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pocket pain. It was also reported that the anatomical placement of the ipg was the suspected cause of ipg site pain. The patient will undergo an ipg revision procedure.